Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air leak was caused by a cable flaw and the cable flooding had occurred in the current product based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A device history review revealed no issues were identified. This issue is addressed in the instructions for use (IFU): handling and general precautions caution do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that air leakage from cable has been observed with this camera head. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1 facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that air leakage from cable has been observed with this camera head. There were no reports of patient or user harm associated with this event.